Manufacturer narrative:
Qn# (B)(4). The customer returned a broken needle cannula and ars for evaluation. The needle hub which most likely contained the other side of the broken cannula was not returned. A cross-section of the broken end of the cannula revealed it is oval shaped indicating that the cannula was bent during insertion. A small kink in the middle of the needle cannula was also observed. Microscopic examination confirmed the oval shaped cannula. Visual inspection of the needle hub could not be completed since the hub was not returned. The kink in the cannula measured 38mm from the needle tip. The separated cannula measured 62mm from the needle tip to the broken end. The od of the cannula measured 0.050 which is with specifications. The ID of the cannula measured 0.041" through the bevel which meets the specifications. A device history record review was completed with no relevant findings. The reported complaint that the introducer needle broke during insertion was confirmed through visual examination of the returned sample. The cannula was bent, broken just below where the hub should be located. The cannula met all relevant dimensional specifications and a device history record review did not reveal any manufacturing related issues. Based on the time of discovery and the sample evaluation, unintentional use error likely contributed to this complaint, however; this could not be confirmed as the needle hub/other end of the cannula was not returned for evaluation. Therefore, a potential root cause could not be determined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer reports that once the needle was inserted, the needle bent almost at a 90-degree angle. When the doctor pierced through the skin there was no issue with insertion. When the bent needle was removed and placed in a cover the needle snapped off. Another cvc placement was successful.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that once the needle was inserted, the needle bent almost at a 90-degree angle. When the doctor pierced through the skin there was no issue with insertion. When the bent needle was removed and placed in a cover the needle snapped off. Another cvc placement was successful.